Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc device in use with samsung galaxy a33 phone with android operating system version 13. A customer reported an application problem wherein their phone is an incompatible device. It is indicated that the customer did not experience any symptoms but had contact with a healthcare professional who measured their blood glucose and provided additional unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the freestyle libre 3 application that would have led to the complaint. The user reported device incompatibility with the freestyle libre 3 application resulting in the customer being unable to monitor glucose with sensor readings. Although the samsung galaxy a33 device has not been tested at the time of investigation, the compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. Using a similar device glucose readings were successfully received and complaint wasn't able to be reproduced. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc device in use with samsung galaxy a33 phone with android operating system version 13. A customer reported an application problem wherein their phone is an incompatible device. It is indicated that the customer did not experience any symptoms but had contact with a healthcare professional who measured their blood glucose and provided additional unspecified treatment. There was no report of death or permanent impairment associated with this event.